Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16july2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. Investigation of part returned to the manufacture showed the defective u1 sensor on the airflow sensor printed circuit boar assembly (pcba) created the airflow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer¿s international service technician reported the air delivery / flow accuracy test [performance verification test (pvt ) test 5] failed during periodic maintenance. There was no patient involvement.